Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the aorta. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres, the balloon ruptured. The device was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.